Event description:
A patient with a previously implanted aneurx endograft developed a proximal type iii endoleak. Two 25-25-55l endologix proximal extensions were implanted and successfully repaired the leak.

Manufacturer narrative:
Expiration and implant date unknown (competitor device). Device manufacture date unknown (competitor device). Aneurx device is not manufactured by endologix.